Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual and functional inspection was performed on the returned device. The reported problem of an f-94 alarm code was confirmed in the sample evaluation and event history log review. The cause of the reported problem was identified as depleted main batteries. These batteries were replaced in order to resolve this condition. The device was serviced and restored to a good working condition.

Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.